Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm had multiple 319 errors occurring on arm 3 pointing towards the acc. The usm was tested on an in-house system in normal mode where it triggered a 319-error pointing towards the acc. The usm failed tests for check all boards present and fiber test on the rolling loop. A golden rolling loop fiber was installed, and the usm passed both check all boards present and fiber test on retry. During investigation, it was noticed that the rolling loop fiber and some ground straps were tangled inside the spar. As a fix, the rolling loop fiber assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report arm 3 is disabled. The tse viewed live logs, found error 319 pointing to arm 3. The or staff stated arm 3 is in the way and staff aren't able to move it. He informed or staff that arm 3 needs service. Tse asked or staff to exert necessary force to move arm 3 out of the way. The arm 3 will screech but will not be damaged. The screeching noise is the friction brake slipping. The or staff successfully moved arm 3 enough to use arm 4 in place. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Refer to fields b4 and g3 for the corrected date of awareness of the event.

Event description:
Refer to h11 for follow-up information.